Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive air was noticed in the patient line of a amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred while the patient was connected. The renal therapy service (rts) agent explained the alarm. The patient did not find any issues with the setup. Rts advised the patient to start over with new supplies and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.